Event description:
It was reported that during an unknown procedure bleeding occurred after reload fired. The operation was eventually completed. The patient was in good status.

Manufacturer narrative:
(B)(4). Batch # 866a21. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. A video was received and is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? -malformed staples in the middle. How was the bleeding controlled? -suture sewing and surgicel. How much blood was lost (ml)? -200ml. Did the patient require a transfusion? -yes. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) -no. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the site of the bleed? Can the full unedited video of the procedure to include device firing be provided? What were the indications for surgery? What is the surgeon¿s experience with the pvs device? What was the approximate width of the compressed vessel? Did the surgeon wait 15 seconds prior to firing? Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Were there any difficulties with the device or staple formation during the initial procedure? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Was there calcification of tissue that impeded clamping or cutting? Were there any pre-exiting patient conditions? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/28/2023. D4: batch # 697a81. Additional information was requested, and the following was obtained: what was the site of the bleed? -pulmonary vessel can the full unedited video of the procedure to include device firing be provided? -no what were the indications for surgery? -lobectomy what is the surgeon¿s experience with the pvs device? -good what was the approximate width of the compressed vessel? -1mm did the surgeon wait 15 seconds prior to firing? -no did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? -yes did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? -yes were there any difficulties with the device or staple formation during the initial procedure? -no how was the post-op bleeding identified? -noted after opening the jaw how many days postoperative was the bleeding identified? -after opening the jaw what was the total estimated blood loss (ml)? -200ml was a transfusion required? -no what was the pre and postoperative anti-coagulant and pain management protocol? -unknown was the bleeding intraluminal or extraluminal? -intraluminal was there calcification of tissue that impeded clamping or cutting? -no were there any pre-exiting patient conditions? -unknown the patient was in good status.. Did the patient require a transfusion? -unknown. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a serious injury event and is being considered a malfunction. A manufacturing record evaluation was performed for the finished device lot number 697a81, and no non-conformances were identified. Video analysis: this is an analysis of a video for evaluation. During the visual analysis, the following was observed: the video shows tissue with a violet suture and significant bleeding. Based on the video the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. H6: health effect-impact code f2302. B1 (is adverse evnt), b2, h1.